Event description:
The user received questionable ion selective electrode (ise) potassium results for two patient samples from the integra 400 analyzer serial number (B)(4). Of the data provided, the result for one patient sample was discrepant. The initial result was 7.5 mmol/l and was reported outside the laboratory with a comment requesting a sample redraw as the lab was not confident in the result. The sample was repeated with a different aliquot and the result was 5.0 mmol/l. The patient was not adversely affected. Upon evaluation of the analyzer, the field service representative could not find a cause. He verified the water/sample ratio and as a preventative measure he bleached the sample line and checked the ise unit for leakage. He gathered water from the internal tank and ran a water culture with negative results. To verify the analyzer operation, he performed precision testing.